Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The root cause of the reported issue is unknown. The sample was not returned for evaluation. The batch review could not be performed as the lot number was not provided. A labeling review was performed and it was found that in the notes section of the directional insert it states that, (this product does not contain natural rubber latex). The label was found to contain the appropriate directions, cautions and notes. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A baxter sales representative (bsr) reported a patient had an allergic reaction to the clearlink extension set. The patient's skin was red beneath where the extension set was resting. Per the bsr, the patient was allergic to latex. It is unknown what was infusing at the time of the reported event no additional information was provided.